Manufacturer narrative:
No evidence of a device malfunction. The pt's standard epogen dose was increased. No other medical intervention was required. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
At initiation of a routine hemodialysis treatment, the pt's access infiltrated. The pt ended the treatment and rinsed back her blood. Pt's hb on (B)(6) 2005 was 11.8 and on (B)(6), the hb was 10.4; pt's epo dose was increased from 28,000 units weekly to 30,000 units weekly.